Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.